Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Based on the clinical information provided, the cause of the access site bleeding was not determined since neither product nor data logs were returned and there is insufficient clinical information.

Event description:
The complainant reported an impella patient of unknown age or gender presenting for impella support on an unknown date. A groin bleed had developed post impella removal and the patient expired on an unknown date. The introducer supplied in the impella kit was alleged in relationship to the bleed/death. Attempts were made to obtain additional details from the complainant without success.

Manufacturer narrative:
The impella device was not received from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.